Manufacturer narrative:
Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing retainer, missing reservoir tube o-ring, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump was broken at the reservoir connection. The insulin pump was also missing the transparent plastic guard and the o-rings. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.